Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting, and the customer reported malfunction. When there was no scope connected or when the scope is connected. Tac asked the customer to press on the scope detect slider switch to confirm that it's not stuck. The customer said that it was not. Tac recommended to the customer to send the unit in for repairs. Troubleshooting was not able to resolve the reported allegation and was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source presented all the indicator lights are blinking. There were no reports of patient harm.